Manufacturer narrative:
(B)(4). Date sent 7/2/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Video/photo analysis: this is an analysis of one photo and one video submitted for evaluation. During the visual analysis, the following was observed: the photo and video shows an anvil with no apparent damage and with a piece of tissue (donut tissue) around the anvil shaft. However, the photo and video do not provide enough evidence related to the event reported. Based on the photo and video the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? It had no consequences for the patient. 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? The product was replaced by another similar and the surgery proceeded normally, with no postoperative changes. What does "warhead" mean? It is the anvil head. Was there issues with the anvil head? Yes. If yes, what was the issue with the anvil head? The surgeon claimed that the staples were not fired correctly. Did the device deliver malformed staples? Apparently not. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the material was sent to the operating room, and the doctor tried several times to fit the warhead, but without success, as it did not fit correctly. Therefore, it was necessary to deliver another stapler so that the procedure could be completed. After the surgery was finished, we were informed that the doctor ended up not using the second stapler that was sent to the operating room.